Manufacturer narrative:
Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for swabs dry and expired product on lot #4b100. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. As per manufacturing: dhrs are legally kept for 7 years after the batch creation date. Lot number 4b100 was manufactured on february 2004 (16 years since batch creation date), thus the DHR for this lot number is no longer available. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 3 swabs alcohol experienced product use beyond shelf life. Product defect was noted during use. The following information was provided by the initial reporter: material no. 326895 batch no. 4b100. Verbatim: consumer reported -the first 3 swabs opened where dry. Claims to just purchased this box. Date of event: (B)(6) 2020. She refuses to go out of the house. Only has a community mail box for receiving and sending down the street. No mail carrier at the door.